Event description:
PICC line was placed on (B)(6) 2025. On the day of this event, PICC rn stated that for this particular dressing change, it was difficult to remove the dressing from it's adherence to the line itself. Leaking noted at the juncture between the line and the hub after the PICC dressing was fully removed. From (B)(6) 2025-(B)(6) 2025, PICC line dressing was changed five times following our standard practice. Last audit of this PICC line on (B)(6) 2025 stated, "PICC line assessed. Line at expected length 6 cm out. Line secured and non-moveable. No signs of redness or swelling at site. Dressing found to be adherent and intact. Line infusing heparinized fluids per orders. Connections checked, curos caps in place". After this PICC line was removed, new 2fr single lumen vygon PICC line was placed in the right scalp. Unfortunately, this PICC line was not kept so cannot be returned for quality assessment.

Manufacturer narrative:
Since we did not receive the faulty sample or an image showing the defect, an investigation is not possible. The error pattern can neither be verified nor disproved. However, since the catheter is flow- and leak-tested during production, and the customer reported that it did not leak for 26 days, we do not believe this issue is manufacturing-related. In general, there are various events that can lead to a leaking catheter: 1. Tensile force: which may be caused by: - dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it; placing stress on the line could result in a tensile fracture. - routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. 2. Mechanical damage by a sharp instrument (for example scissors, toothed forceps or scalpel) during dressing change. 3. Alcohol-based disinfectant. Unfortunately, the customer did not specify if a water-based or alcohol-based disinfection was used. A review of the component batch history records was performed, and no deviations were found. Each catheter undergoes flow and leak testing during production. The batch complied with its specifications and was released accordingly. A two-year review of vygon USA's complaint data reveals one additional complaint recorded for lot 25d035d regarding leaking catheters. Corrective action: due to the missing sample and further information, the root cause of this issue could not be confirmed and identified. Therefore, no further corrective action was initiated by quality management.

Manufacturer narrative:
Although the malfunctioning device will not be returned to vygon, the details of the malfunction will be evaluated as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within 30 days of its conclusion.

Event description:
PICC line was placed on (B)(6) 2025. On the day of this event, PICC rn stated that for this particular dressing change, it was difficult to remove the dressing from it's adherence to the line itself. Leaking noted at the juncture between the line and the hub after the PICC dressing was fully removed. From (B)(6) 2025, PICC line dressing was changed five times following our standard practice. Last audit of this PICC line on (B)(6) 2025 stated, "PICC line assessed. Line at expected length 6 cm out. Line secured and non-moveable. No signs of redness or swelling at site. Dressing found to be adherent and intact. Line infusing heparinized fluids per orders. Connections checked, curos caps in place". After this PICC line was removed, new 2fr single lumen vygon PICC line was placed in the right scalp. Unfortunately, this PICC line was not kept so cannot be returned for quality assessment.